Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019.

Event description:
The customer reported that tidal volumes are reading high. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd from MFR: 20nov2019. Attempts were made to obtain additional information regarding this device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.